Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggest that there is a leakage. No reported harm to patient. Reported chemo spillage onto 3 members of staff, however no injury or clinical investigations on the affected staff reported at present.